Event description:
This console was not on a patient. Complainant reported that during routine console checkout, the console failed the pneumatic air inlet check valve test. The check valve was replaced, and the console successfully passed routine console checkout. This failure mode poses to risk to the patient because it occurred during routine console checkout and was not on a patient. In addition, this failure mode does not negate the ability of the console to continue to perform its life-sustaining functions when connectedd to an external air supply. Syncardia sent the check valve that was removed to the manufacturer with a request that they conduct a failure investigation and report the results to syncardia.